Event description:
Device 3 of 3 . Reference MFR. Report#: 1627487-2018-12879. Reference MFR. Report#: 1627487-2018-12880.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12879. Reference MFR. Report#: 1627487-2018-12880. It was reported that there is an unknown problem with the ipg and it was explanted and replaced. Stimulation was established post-op. No further information is available at this time.